Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the lot # of the contour next test strips associated with the event was unknown, in-house testing could not be performed. A device history record was reviewed for the contour next one meter associated with the event, and no manufacturing anomalies were found.

Event description:
The customer reported that she performed a control test with the contour next one meter and obtained a reading of 170 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name) and d4 (catalog # and UDI #) have been updated.